Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While attempting to place the 3.00 x 20 mm taxus express2 drug eluting stent, the shaft broke on the distal end and never made it into the body. Pulled it with no complications and completed the case. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok".